Event description:
The MFR has learned through a clinical study that in 1994 an individual underwent her fourth mitral valve surgery. The mitral valve was removed and replaced and found to be thrombosed. The pt was sent to the intensive care unit in good condition, but died fourteen days later.